Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago.

Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent an ipg explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned as it was discarded by the medical facility.